Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device interrogation, the implantable cardioverter defibrillator (ICD) reached a voltage of elective replacement indicator (eri) without triggering the eri alert. It was noted that unexpected longevity was suspected. The ICD was planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.